Event description:
Information received with return of the device does not address the patient's clinical status but notes no ventricular output at implant. After verifying a good lead connection, the lead was removed and reconnected. At first, the device began pacing but then stopped and the lead impedance increased to >2500 ohms. When the lead tested normal, the pulse generator was replaced.